Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2 with duraply¿. Device remains implanted.

Event description:
The patient presented with a ruptured abdominal aortic aneurysm (aaa) and was treated emergently with an afx2 bifurcated stent graft and a vela suprarenal stent. Upon completion the angiogram identified a type 3a endoleak between the main body and the proximal extension. The physician elected to treat with another bifurcated stent graft to resolve the issue. The abdominal aortic aneurysm (aaa) was sealed and patient is stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the intraoperative type 3a endoleak based on the medical reports and imaging available to review. The procedure related harms identified were a prolonged hospital stay and an additional secondary endovascular procedure (coils and onyx glue) on (B)(6) 2019 due to multiple type 2 endoleaks (non-device related issues). Device, user, procedure or anatomy relatedness of this event could not be determined, however a ruptured aneurysm is a cautionary product use condition. The final patient status was reported as discharged home in stable condition twelve (12) days post endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Event description:
The patient presented with a ruptured abdominal aortic aneurysm (aaa) and was treated emergently with an afx2 bifurcated stent graft and a vela suprarenal stent. Upon completion the angiogram identified a type 3a endoleak between the main body and the proximal extension. The physician elected to treat with another bifurcated stent graft to resolve the issue. The abdominal aortic aneurysm (aaa) was sealed and patient is stable. Additional information: clinical review identified a prolonged hospital stay, and an additional endovascular procedure performed on (B)(6) 2019 due to multiple type 2 endoleaks (non-device related) which were treated with forty-six (46) coils (non-endologix devices) and thirteen (13) vials of onyx glue. The final patient status was reported as discharged home in stable condition twelve (12) days post endovascular repair.